Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Product investigation is not yet completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical discectomy and fusion procedure that was being conducted at vertebrae levels c5 to c7, one (1) inner shaft for angled screwdriver had a broken tip during insertion of screw and one (1) other inner shaft for angled screwdriver was noted to have bent during the procedure and was identified after the surgery. When the surgeon was advancing one (1) zero-p screw, they needed to apply much force on the screw with the screwdriver and the tip of the screwdriver broke. Another similar screwdriver was found after the procedure was completed to have been bent. There was no adverse consequence to patient and a thirty (30) second delay reported. The procedure was completed successfully without the need to conduct any additional medical interventions and with the patient reported to be in stable condition. This complaint involves one (1) devices. Concomitant devices reported: zero-p screws (part# unknown, lot# unknown, quantity# 1). This report is for a screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part 03.617.905, lot l074993: manufacturing location: (B)(4). Release to warehouse date: september 13, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: per the technique guides, the inner shaft for angled screwdriver (03.617.905) is available in both the zero-p and zero-p va systems and is one of five t8 drivers available for screw insertion. The zero-p systems are utilized for anterior cervical interbody fusions through the use of zero-profile spacers which combine the functionality of cervical interbody spacers and the benefits of anterior cervical plates. The returned device represents one of two angled drivers which can be useful when patient anatomy inhibits the use of traditional instrumentation. The device design in nearly identical to 03.617.900 however the addition of a quick-coupling allows the attachment of a torque limiting attachment. Static torsional testing found that the device was able to be loaded to 1.5nm without deformation or breakage which is 25% more than the 1.2nm which the device will be limited to if the torque limiting attachment is utilized as instructed in the zero-p system technique guide. Maximum input torque at failure was measured at 2.45nm +/-0.63nm; each recorded failure occurred at the welded seam between the joint and the t8 tip. The zero-p va system does not include a torque limiting attachment as the plate makes use of a blocking system to prevent screw back-out. The returned instrument was examined and the complaint condition was able to be confirmed as the universal joints were found to be deformed with no distal joints/driver tip returned. The complaint description notes that the failures occurred because the surgeon needed to turn hard on the screw with the screwdriver and the tip of the screwdriver broke since the u-joint on the screwdriver could not take the force/ torque and failed. The complaint condition could not be replicated due to post-manufacturing damage/deformation. Dimensional analysis is not applicable due to post manufacturing damage. The cause for the complaint is most likely associated with the application of excessive force during screw insertion/final tightening and/or rough handling. Relevant drawings for the returned instrument were reviewed (both current and from the time of manufacture. No dimensional analysis is applicable as the complaint condition was unable to be confirmed or replicated. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.